Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8590-1, lot# n089058, implanted: 2006-(B)(6), (B)(4).

Event description:
It was reported that the catheter had migrated out of the intrathecal (it) space. A revision was being performed during the time of the report. The device system was used to deliver morphine. It was later reported that the spinal segment of the catheter was not in the intrathecal space. During the revision the surgeon spliced in another distal catheter. The patient experienced lack of pain relief due to the event. Following the revision the patient outcome was reported as 'ok' and was receiving effective therapy.